Event description:
It was reported that when the coil (subject device) was advanced in the microcatheter, the coil detached prematurely into the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the dispenser hoop. Visual & microscope inspection revealed that the, the coil delivery wire was kinked likely due to handling. The main coil was observed to be broken near the coil junction. The main coil was not returned for analysis. Functional testing could not be performed due to the damaged condition of the returned device. Information available indicated that resistance was observed during insertion of the coil in the microcatheter. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil (subject device) was advanced in the microcatheter, the coil detached prematurely into the microcatheter. There were no reported clinical consequences to the patient.